Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient log files were requested. The patient was status post heartmate 3 (hm3) implant on (B)(6) 2025. Their course had been complicated by right ventricle (rv) failure. They were currently on protekduo right ventricular assist device (rvad) support. The patient had flows around about 4.2 with hypotension and vasoplegia. They were on a low dose of pressors and ongoing continuous veno-venous hemofiltration (cvvh) requirements. They also had anemia with active bleeding due to a pericardial effusion. The right heart failure and renal failure did not exist pre-rvad. A device related issue did not cause or contribute to right heart failure or renal failure. There was evidence of a small pericardial effusion without concern for cardiac tamponade. The bleeding was self-resolved when given blood products. Overnight, the patient then had a fairly sudden drop in flow from about 5 to about 4.3 and pulsatility index (pi) increased from about 1-2 to more than 10. The patient did not have any active alarms. There was concern for potential pump verses outflow obstruction/thrombus and log files were requested. The event log files captured constant pi events which shortened the data capture to just a few hours. Patterns for pump ingestion (inflow) and extrinsic outflow graft obstruction (eogo) were not seen in the log file; however, it was noted that it was only a brief data capture due to the volume of incoming pi events. The patient was getting a transthoracic echocardiogram (tte) which resulted in a significant reduction in the size of the pericardial effusion, now small. The rv dysfunction was moderate. The patient was also considered for computed tomography angiography (cta) if there was indication to do so. The left ventricular assist device (lvad) speed was reduced and the rvad speed was increased. The lvad pump speed was decreased to 5200 rpm.

Manufacturer narrative:
Section e1: reporter email was not available manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 26aug2025. The majority of the file contained pulsatility index (pi) events. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, renal dysfunction, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.